Event description:
It was reported that patient underwent hip revision procedure to remove competitor product on (B)(6) 2011. During the procedure, after trialing, the surgeon noted that the trial liner had separated from the screw portion of the liner and remained in the acetabular cup. The surgeon removed the screw from the bottom of the cup and continued with the procedure. There was no injury to the patient or delay in the procedure as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The trial acetabular liner appears to have failed due to push-out overload of the fastener through the apical hole. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).